Manufacturer narrative:
Patient¿s age reported as elderly; exact date of birth or age is unknown. This report is for an unknown drill bit sleeve/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after implantation, the patient was diagnosed with radial nerve palsy and remained unable to extend her wrist. There was a minor misalignment of the nail shown by post-operative x-rays. The nail in question was implanted in the patient with left humeral fracture on (B)(6) 2014. Proximal locking was done without problem. When the surgeon drilled through the cortex for distal locking with the proper drill and sleeve, the patient¿s left arm showed reflex movement instantly, but he found no problem and completed the operation with no surgical delay. This report is for an unknown drill bit sleeve. This is report 2 of 4 for (B)(4).